Event description:
No forward flow registered by the bioconsole. No resistance in tubing to denote flow. Pt placed on handcrank bypass until bioconsole changed. All equipment checked and functioning. Able to simulate problem that was created on 10/25/95 after second incident. Tubing and bag discarded. Rptr thinks problem was electrical.